Event description:
It was reported that during a patient exam, an oxygen bottle was brought into the mr suite. The bottle was attracted to the magnet immediately resulting in injury to the physician in the room. The physician suffered a contusion and partial upper acl tear of the right knee. The patient was not injured and was removed from the exam room safely. This event occurred in (B)(6).

Manufacturer narrative:
The physician injured during the incident did not require hospitalization or further medical treatment. The mr system and exam suite have clearly visible signs regarding introducing ferrous metals to the exam room. Additionally, it is the hospital/ operator's responsibility to ensure that ferrous metals are not taken into the exam room. (B)(6).